Event description:
This report received from a (B)(6) consumer concerns a female patient injected with radiesse into the cheeks. After radiesse injection, the patient developed noticeable indurations in the injection sites on the cheekbones and edema around them. The edema resolved after 2 months but the indurations were still present. The surface of the cheeks was not smooth. The physician recommended a session of compresses with lidaza and of ultrahigh frequency therapy, but the situation did not change. As stated by the reporter, the implant became hard. At the time of this report, the events, except edema, were not resolved. On (B)(6) 2014 follow-up information was received from a physician via medical representative. The patient was injected with a total of 1.5 ml of radiesse into cheeks and cheekbones (0.75 ml each side), subcutaneously via radial technique, on (B)(6) 2014. The needle used for injection was 25g 50mm cannula.

Manufacturer narrative:
The onset of induration and edema was reported 10 days after injection. The edema was present in the cheeks with the surface reported as having an uneven contour. The patient also developed an allergic rash. Corrective treatment included gentamicin, compress with dimexid, ultrahigh frequency therapy, aerius 5 mg once daily for 14 days, longidaza, 3000 iu and electrophoresis. The reported outcome of edema and induration was resolving. The outcome of uneven contour and allergic rash was reported as not resolved. The device history record for radiesse lot #100068309 was reviewed. All required testing specifications for this lot were met prior to release. No non-conformances were discovered that would have contributed to this event.